Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels and issues with the sensor. Customer's blood glucose level was 40 mg/dl. Customer treated their low blood glucose with food. Customer had a bad sensor alert on the device. Customer advised the alert was a past event and they were unable to troubleshoot at this time. Customer was advised to monitor the device, monitor their low blood glucose and call back if issues persist.